Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a black screen allegedly associated with a failure of the power complex programmable logic device (cpld). There was no reported patient involvement.